Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The k electrode lot number and expiration date were not provided. Qc was in range before the sample measurement. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 1 patient plasma sample tested on a cobas pure c303 analytical unit when compared to a different analyzer. Results for the potassium (k) test were affected. Initial result: 8.55 mmol/l. The customer questioned the initial result and repeated the sample. 1st repeat result: 4.6 mmol/l (tested on another analyzer). 2nd repeat result: 4.74 mmol/l (tested on the original cobas pure c303). No questionable result was reported outside the laboratory. The low result of 4.6 mmol/l was deemed to be correct.